Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties, a perforation and death occurred. Vascular access was gained via the right radial artery. The 2.75 x 25mm lesion was 99% stenosed and located in the moderately tortuous and severely calcified left anterior descending artery (lad). Following ablation at 135,000 rpms, the 1.25mm rotablator rotalink plus burr stalled distal to the lesion. However, the physician was able to remove the burr without force. A perforation occurred in the diagonal branch, and the lad closed down. The patient was intubated and taken to surgery and expired. Cause of death was reported as thrombosis.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).